Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. The device was connected to scalpel generator, and the min and max buttons would not activate the device. The device was examined further and a build up of tissue/fluid was noticed along the rod which can disrupt harmonic frequency and reduce cutting ability. The device did not operate as a result of a build up of fluid/tissue along the distal end of the inner rod. The cause of tissue/fluid build up is damage to the distal gasket; action is being taken to address this issue.

Event description:
It was reported that during use the har36 ultrasonic scalpel prompted two "replace device" error messages. There was no medical intervention or adverse consequences reported, and surgical delay was minimal. The procedure was completed successfully.